Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited an under delivery while infusing. Unknow patient effects.

Manufacturer narrative:
Other text: no product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in section g, please direct those to the following: regulatory.responses@icumed.com.